Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the disconnect shell was difficult to unlock/ lock and the device would not lock the cutter device. Therefore, the pre-test could not be completed. It was determined that with this type of damage, if the device was ran, heat would have most likely been observed. Therefore, the reported condition was confirmed. It was determined that the device would not hold the cutter device due to a damaged locking mechanism. It was determined that this was due to a failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.